Event description:
It was reported that during a laparotomy procedure, the device fired malformed staples. The doctor had to suture to close. There were no adverse effects to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.